Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon lost control of the prograsp forceps instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of motion issue encountered was that prograsp forceps instrument did not move. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instrument from the surgeon console. The failure was related to an inability to move the instrument at all (e.g., static instrument). There was no shakiness and/or friction experienced/observed. The issue was persistent. Customer used a back-up instrument to proceed with the procedure. There was no injury to the patient as a result of the event. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The device was inspected prior to use. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.